Event description:
In 2008, the patient reported the last 3 boxes of insulin infusion sets have not properly adhered to his skin. He stated there were areas on the infusion sets that did not have adhesive. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.